Event description:
The customer's mother reported her son's blood glucose and insulin history is as follows: time: 8:46 pm, bg(mg/dl): 134; 9:39 pm, 210; 9:40 pm, bolus (u): 3.5; 10:38 pm, bg (mg/dl): 322. At 10:42 pm, the pod was deactivated and he noticed the pink slide insert is not in the window. He was able to activate a new pod and his bg level came down.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.